Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with dry eye on both eyes at a 1 day post-operative exam. A brief description from the account indicated that right after (ra) the laser treatment, the patient developed moderate-severe dry eye syndrome (des). The patient's chief complaint was blurry vision and sensitivity to light. The patient had experienced loss of best correct visual acuity (bcva) at 1 day post op exam. The bcva at 1 day post op was for ou was distance 20/30 and pre-op was 20/20. At the 1 day post op exam, topical steroid dosage was increased. The surgery center reported at 4 month post op, the treatment thus far has been punctal plugs, restasis, blink pred forte tears, lotemax gel and ointment (ung). Bcva from (B)(6) 2014: right eye pre-op 20/20 -3.00 x -.50 x 151, left eye pre-op 20/20 -2.75 x -.50 x 10. Bcva from (B)(6) 2015: right eye post-op 20/25 .50 x -1.00 x 2, left eye post-op 20/30 -1.50 x -1.00 x 140.

Manufacturer narrative:
Correction: in initial report, the selection of company representative was provided as a report source, however, company representative is incorrect and the correct report source is user facility. All pertinent information available to abbott medical optics has been submitted.